Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a touch screen blocked. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the touchframe printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. The ventilator was found to be in working condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catalog number added . Additional codes added to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation summary: the touchframe printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection of the returned pcb was conducted, and no anomalies were found. The pcb was attached to the failure investigation (f.I) test ventilator and successfully passed testing. The ventilator was placed in ventilation mode for a minimum of 24 hours; no errors were observed on the ventilator diagnostic and alarm logs; no fault found. The investigation found the device to function normally. No failure was confirmed. If information is provided in the future, a supplemental report will be issued.